Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that they were bleeding when inserting the sensor. Customer also received a lost sensor alarm on the insulin pump. Customer removed the sensor and noticed that there was no sensor cannula. Customer also mentioned that the sensor kept waking her up at night alarming high blood glucose readings. No further information reported. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.